Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced discomfort at the inferior most aspect of the ipg pocket. The pocket was revised on (B)(6) 2011, and it was reported that the event was resolved without sequelae as of (B)(6) 2011.